Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the motor drive unit was blinking and the blade of the hand piece stopped spinning about midway through the procedure. The motor drive unit was swapped with another unit and the hand piece continued to not spin. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device and the device used to complete the procedure in this event were returned for evaluation. The devices were visually and functionally evaluated. The blades failed to rotate during the evaluation; it is likely that the accumulation of blood, body fluids, and tissue prevented the devices from continuing to operate as intended.